Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose was 136 mg/dl within 10 minutes, greater than 20%. Only one reading documented. Patient did not experience any adverse events. No further information has been reported.